Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a sub total gastrectomy, while trying to resect the body part, the surgeon struggle to fire the cartridge because its firing knob was very tight, then he needed to apply 10 times more pressure to fire. After first firing the second firing got stuck, again they tried a third cartridge but the same issue occurred. They opened a new stapler but the surgeon found it very hard to push the firing knob, he even changed the cartridge from blue to green but still the firing knob was very tight and had struggle to complete the firing. There was an extension of surgical time for 30 minutes due to the event. There was no patient injury.